Event description:
Patient reported that she was hospitalized on (B)(6) 2011 due to elevated blood glucose levels and ketosis and that the insulin delivery of the infusion device is too low. On the evening of (B)(6) 2011, blood glucose elevated to 13 mmol/l (234 mg/dl). Patient took additional insulin and went to bed. She woke up later and had a blood glucose reading of 15.5 mmol (279 mg/dl). Infusion headset had been in use for 3 days. She changed the headset and noticed there was redness near the infusion site. No error messages were received on the infusion device. On (B)(6) 2011, blood glucose elevated to 23 mmol/l (414 mg/dl) and patient was positive for ketones. Patient delivered insulin injections to decrease her blood glucose level. Blood glucose continued to increase to 27 mmol/l (486 mg/dl), and patient went to the hospital by herself. She received natriumchloride and insulin via infusion and was discharged in the evening. Patient felt "fine" at the time of the report. Alleged infusion set was discarded. Infusion device was requested for evaluation. Additional information was not provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.